Event description:
Related manufacturer reference number: 2017865-2022-11289. Related manufacturer reference number: 2017865-2022-11290. It was reported that the patient presented in the operation room for implant procedure. Interrogation revealed that the pacemaker, right ventricular (rv) lead and the right atrial (ra) lead were experiencing high capture threshold and unspecified pacing impedance problem. The pacemaker, rv lead and ra lead were explanted and replaced. The patient was stable.

Event description:
It was reported that the patient presented in the operation room for implant procedure. Interrogation revealed that the pacemaker was experiencing unspecified pacing impedance problem, while the right ventricular (rv) lead and the right atrial (ra) lead were experiencing high capture threshold and low pacing impedance. The pacemaker, rv lead and ra lead were explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: section b5 ¿ should have said "the right atrial (ra) lead were experiencing high capture threshold and low pacing impedance" rather than "the right atrial (ra) lead were experiencing high capture threshold and unspecified pacing impedance problem"